Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Event description:
It was reported that the programmer experienced an error and white screen. The service disk should fix the issue. No patient complications have been reported as a result of this event.